Manufacturer narrative:
(B)(4). Date sent: 7/17/2018. Batch # - anvil half batch #: p57c2z. Batch # - channel half batch #: p57e0h; manufactured date: 07/27/2017 ; product exp. Date: 06/27/2022. Device evaluation: the analysis results found that the tlc10 device was received with no apparent damage, with the halves mixed and with a tcr10 reload loaded in the device. The reload had the 8 most proximal drivers up and the swing tab was missing, making the reload nonfunctional. In addition, a second tcr10 reload was received. The cartridge was locked and with 6 drivers up. In addition, both forks were noted to be damaged. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The damaged on the cartridge fork is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How far was the firing knob advanced in the second firing? Did the device staple or cut? Was there an attempt to reload the device after the difficulties experienced? Tcr75 reloads were reported with the tlc10 stapler, but the lot numbers confirm tcr10 reloads. Please verify the product code of the reloads. Does the physician believe that the patient death is related to the difficulties encountered with the device? Was an autopsy performed? If so, can the report be provided? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Event description:
It was reported that during a right hemicolectomy, the device performed the first shot correctly and the second started but did not advance (did not continue). It did not cause harm to the patient. What the doctor had to do was the manual anastomosis after the device did not work with the reloads. A week later, the patient died, due to his general state of health.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how far was the firing knob advanced in the second firing? The firing stars and it does not get to advance, blocking the advance of blade (recharge that was delivered in the report). Additional information was requested and the following was obtained: did the device staple or cut? It was blocked so it neither cut nor staple. Was there an attempt to reload the device after the difficulties experienced? I reloaded it with the other recharge but I couldn¿t fire it because it was blocked. Tcr75 reloads were reported with the tlc10 stapler, but the lot numbers confirm tcr10 reloads. Please verify the product code of the reloads. Recharges are tcr10, it was a typing error of the number (recharge size), the lot numbers were clear. Was an autopsy performed? If so, can the report be provided? No, there was not because the death cause was the poor medical condition of the patient. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? The surgeon does not have any problem to be contacted. He is aware that we can ask him more information. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a death and is being considered a malfunction.